Manufacturer narrative:
The explanted valve was received by livanova for evaluation. Perceval s pericardial heart valve (perceval s valve), sn (B)(6), was received packed in an explant kit. The valve was stored in solution inside a specimen jar. Incoming visual inspection revealed a size 23, model pvs perceval s valve. A gross and visual examination was performed on the returned prosthesis. Examination of the valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications in all leaflets and due to a tear on leaflet c. There was pannus overgrowth on the inflow skirt of the valve. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-7mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of all leaflets was thicker than normal due to calcification. The free edges of leaflets a and c were outflow bent, near the post 1, due to fibrous pannus and so contributed to insufficiency. A pericardial delamination was detected in leaflet b. Thrombus depositions and/or calcified thrombus depositions were visible on all inflow surfaces. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. All the leaflets were stiff due to intrinsic and vegetating calcifications. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Yellowish areas due to calcifications were detected on all outflow leaflets. On leaflet c, a 3mm long tear was present at post 3. Mesothelial grooves were visible. Histological analyses were performed on samples taken from leaflets a and c. In leaflets a and c, alizarin red s stain showed that the pericardium was thicker than normal because of intrinsic and-or vegetating calcifications. In leaflets a and c, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. The collagen bundles of leaflet c locally showed a bubbly aspect. Fibrous pannus depositions were visible on the mesothelial surfaces of leaflets a and c. Fibrin deposits are present inside the pericardial delaminations that were detected on leaflets a and c. A pericardial fold was detected on leaflet c. In leaflets a and c, gram stain showed some focal gram + bacteria. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. Based on the analysis performed aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. Structural dysfunction is a known major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis identified gram positive bacteria spread inside the pericardium. It is possible that the patient¿s clinical conditions and risk factors (hypertension, aortic valve stenosis, diabetes, dialysis , smoking and heart failure) may have contributed to the structural valve deterioration observed in this perceval s valve however this cannot be confirmed. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
On (B)(6) 2017 a patient received a perceval pvs23 sutureless aortic heart valve as part of the (B)(6) study. The manufacturer was notified of a serious adverse event. The patient had structural valve deterioration of the aortic valve and a re-operation was performed replace the degenerated prosthesis. The device was replaced. The following data was received from the operation report. Left peritrophic ventricle with sustained function. Left saphena vein good quality. Right aorta at 23.0mm diameter with thickened sclerotic lining. The aortic valve rheumatic with 3 leaflets, severe calcification of the valve and leaflets retraction. The mitral valve also seems rheumatic with thickened cusps, with fusion of the anterolateral commissure and medium sub valvular disease with thickening of the chords. Due to the organic damage in the valve it was decided to replace it. Redo avr ce 21. Intraoperative tee severe as-due to immobility of 2 leaflets and massive calcifications. Mitral valve area -1.4cm. Finding showed severe adhesions extremely thickened pericardium causing fixed position of the heart and preventing any rotation in order to visualize the mitral valve. No access could be achieved through the la. Another attempt through the interatrial septum failed as well, since at no time the valve could be seen. It was possible to palpate the valve, and realize that there is massive calcification on the anterior part of the annulus more than posterior! The leaflets themselves are also heavily calcified. Visualization is essential to approach a valve like this being aware of possibility of a-v detachment. Aortic valve -sutureless-percival was heavily calcified, with chunks of calcium in the subvalvular are as well as the commissures and even the leaflets themselves 2 out of 3. Regarding the coronaries, there was no way to obtain access to the it side of the heart and see the ramus. The process of surgery is long and complex and separation from heart lung machine under significant inotropic assistance. Post-surgery procedure - normal awakening with no neurological absence. Later on was anesthetized until death and was even paralyzed due to difficulties in artificial respiration. Hemodynamic -the patient was very unstable during the first hours post-surgery with a need for growing inotropic support as well as vasopressor support due to unstable blood pressures. Due to metabolic acidosis with raised lactate levels echocardiogram was performed. Initial interpretation demonstrated severe decrease in both left and right ventricle function. Initial review did not reveal evidence of tamponade. Support with dobutamine was added with partial response and repeated echocardiogram after several hours demonstrated hematoma pressing the right ventricle with almost obliteration of the space that was seen in the repeated revision of the previous echocardiogram and therefore with suspicion of tamponade was returned to the operating room for exploration. On (B)(6) 2020 the following was performed: exploration of mediastinum due to cardiac tamponade. Findings showed multiple blood clots around the heart, raised blood pressures with opening of the chest. Venous bleeding in the upper lateral area, with no clear surgical origin. After this surgery, no dramatic improvement was seen in blood pressure values and a repeated echo revealed severe decrease of the heart ventricles function. To note high levels of troponin. In addition, significant difficulty in artificial aspiration with a need of no addition as well as aspiration with peep and high fio2 with marginal oxygenation. It should be noted that post-surgery, an attempt of dialysis had failed, and it was revealed that the fistula was blocked hence a temporary catheter was inserted and due to the patient's severe hemodynamic status fvvh began. In parallel, extreme increase in liver enzymes was seen with raised levels of bilirubin and ammonia. Was treated with acetylcysteine with no significant improvement. In the context of multi system failure and under maximal inotropic support and significant vasopressor assistance his condition continued to deteriorate and on (B)(6) 2020 at 4 am the patient passed away.